Event description:
It was reported that (2) mcl20 were used during a trans-urethral resection of prostate procedure. It was reported by the rep that during a radical prostactectomy the surgeon fired one mcl20 until it was almost empty. Before all the clips were fired it stopped working. A second mcl20 was pulled and it would not fire at all. Finished the procedure with a third mcl20 that worked fine to complete the case. There was no consequence to the pt.